Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device history log was reviewed and although no date of event was reported seven air alarms were found during last recorded infusion. However this is insufficient to confirm the described event. The reported device was sent back to brézins for investigation. Several tests related to air detection and flowrate measurement were carried out and all performed successfully. All values were conformed to IFU specifications. The reported event could not be reproduced. No technical or functional cause could be identified for this event as the device worked as intended during testing. Note: several causes other than a functional issue can be at the origin of intempestive air in line alarms such as an inappropriate air detection settings, priming method or in case of parenteral nutrition administration, micro bubbles can be formed in front of air sensor and causes unwanted alarms. An increase of bubble filter value could be tested by user. To our knowledge this complaint was not related to patient harm. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
Air alarm sounded several times during the night; pump used to administer parenteral nutrition at home. No clinical consequences for patient.